Event description:
It was reported that there was high threshold. The lv (left ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694958 implantable tachy lead, (B)(6) 2006; 5054-58 implantable pacing lead, (B)(6) 2001; 5568-53 implantable pacing lead, (B)(6) 2001. (B)(4).